Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was noted that another manufacturer's guide wire didn't exit at the end of the cxi catheter but was running beside the catheter from the level of a radiopaque marker. It was further noted that the catheter was separated and there was a small hole in the catheter material. There were no reported adverse effects to the patient as a result of this product problem.